Event description:
Customer initially reports breaking. (B)(6), 2014 customer reports no harm done. Event details not available. Reventative measure used in general to prevent swallowing.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.